Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. Device is not distributed in the united states, but is similar to device marketed in the USA implant and explant dates: device is an instrument and is not implanted/explanted. Initial reporter facility phone number: (B)(6). PMA 510k#: unknown. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: manufacturing location: (B)(4) manufacturing date: 15. April 2010. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a screwdriver shaft broke intraoperatively. No patient involvement. Complaint involves one (1) part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed. The visual investigation of the returned screwdriver shaft has shown that a part of the tip is broken off. The broken part was not returned for evaluation. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. Based on this result a manufacturer error can be excluded. This instrument was manufactured in april, 2010 and is now more than 6 years old and has been used for a long time. Unfortunately we are not able to determine the exact cause which has led to the breakage. We can only assume that some mechanical overload situation over a long period of time has finally led to the breakage. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.